Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure with a blazer ii xp catheter, the ablation temperature remained very low. The catheter's cable was replaced, but the issue persisted. As a result, the catheter was then replaced and the procedure was completed without any patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that during an ablation procedure with a blazer ii xp catheter, the ablation temperature remained very low. The catheter's cable was replaced, but the issue persisted. As a result, the catheter was then replaced and the procedure was completed without any patient complications. The catheter has been returned for analysis.

Manufacturer narrative:
The blazer ii xp catheter was returned to boston scientific for analysis. With all the available information, boston scientific concludes the reported observation of inaccurate temperature readings was not confirmed through investigational analysis. Visual inspection did not reveal any abnormalities. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed and the device is under specification. Test ablation was verified by using a maestro generator 4000, and the device was found within specifications. The device passed all relevant testing and inspection.